Event description:
It was reported that the insulin pump had an unresponsive keypad and there was a closed black circle on the display of the device, and the customer was not sure how long they have not been receiving insulin. Troubleshooting was performed. The customer's blood glucose was 287 mg/dl. The customer stated that none of the buttons were working and the customer was unable to deliver a bolus. The customer stated that they keep the device in a holster on their waist. The customer stated that the high blood glucose may be due to eating lunch and going for a walk in the heat for thirty minutes. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device also was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube and lip, broken belt clip slot, and missing end cap sticker.